Manufacturer narrative:
Pump analysis revealed that during the internal decontamination process, 24 ml of drug was removed with no problems encountered. However, the bleach solution that was used for internal decontamination could not be put in as high resistance was met. Therefore the pump tube leak test could not be performed. The pump fluid path reservoir access issues were due to residue during or after internal decontamination. Further, analysis revealed pump motor gear train anomalies of corrosion and/or wear and/or lubrication and also stall due to shaft-bearing.

Event description:
It was reported that this patient had experienced less than 50% therapy relief. The pump had a motor stall which recovered more than 2 hours later. A dye study was done but the cause of the stall was not determined. The device was ultimately explanted and was to be returned. The patient status was reported as alive and no injury. This device system delivered clonidin and bupivacaine. Additional information has been requested, but was not available as of the date of this report. It was further reported that the device system had delivered morphine with a concentration of 17.3 mg/ml and a dose of 14,498 mg/day, bupivacaine with a concentration of 17.9 mg/ml and a dose of 15,001 mg/day and clonidine with a concentration of 0.5 mg/ml and a dose of 0.41903. The patient was receiving effective therapy with the new pump.

Manufacturer narrative:
(B)(4).